Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting high automatic threshold (at) measurements and varying pacing impedance measurements. Three months later, a red alert (ra) was generated due to low pacing impedance measurements which also triggered the lead safety switch (lss) on this device. Additional system review noted noise which was oversensed and caused pacing inhibition which was less than two seconds. The caller also was inquiring about sudden brady response (sbr) event which seems to be unrelated to this lead issue. A boston scientific technical services consultant discussed a possible lead insulation issue. A lead revision was subsequently performed and the lead was removed from service and replaced without further incident. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.